Event description:
It was reported that balloon rupture occured. A 2.50mmx30mm emerge balloon catheter was advanced to dilate the unspecified target lesion. During pre-dilatation at 14 atmospheres, the balloon ruptured. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occured. A 2.50mmx30mm emerge¿ balloon catheter was advanced to dilate the unspecified target lesion. During pre-dilatation at 14 atmospheres, the balloon ruptured. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with the original box. The batch number on the packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen and in the balloon. A shaft kink was noted 18.75cm from the distal tip and the hypotube was bent 2cm from the strain relief. The device was soaked in a warm water bath to loosen contrast and prepped with an inflation device filled with water connected to the inflation port. The device was inflated and a balloon leak was noted. Examination under magnification revealed a balloon pinhole over the proximal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).